Event description:
It was reported that during preparation, the polaris ultra ureteral stent was found creased. It was noticed after being used with the guidewire and after being pulled, the stent was found to be thinner and was fractured. The procedure was completed with another of the same stent. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the polaris ultra ureteral stent was return for analysis. During the microscope and visual inspection, during the inspection there was no problem and no damages detected in the device. Additionally, the suture did not return. The reported event of stent torn material, stent shaft break, and device damage defective will be not be confirmed. The device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. It was not possible also to identify any evidence of either the alleged issues or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, all compiled information on this investigation is assigned a conclusion of no problem detected.

Event description:
It was reported that during preparation, the polaris ultra ureteral stent was found creased. It was noticed after being used with the guidewire and after being pulled, the stent was found to be thinner and was fractured. The procedure was completed with another of the same stent. The patient's condition following the procedure was reported to be stable.